Event description:
It was reported that during a tibial peroneal percutaneous transluminal angioplasty procedural intervention, deflation issues occurred. The 30 x 4.0mm maverick2 monorail balloon was introduced in a contralateral approach. The balloon was inflated to 9atms for 35 seconds, however, the maverick2 monorail balloon was not able to be deflated. The physician was able to pull the balloon "up and over the sheath" and was able to pull it our still inflated. Upon removal, the balloon appeared to be deflated with "a little contrast in it". There were no patient complications, and the procedure was successfully completed with another device. Additional information regarding this procedure has been requested; however, none has been received. This is considered off-label use of this device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.